Event description:
The bold that holds the left frameside went completely off.

Manufacturer narrative:
"Soprano is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. "The alleged incident occured in (B)(6) and involved a device that was sold by invacare (B)(4).